Manufacturer narrative:
Additional manufacturing narrative: the returned device was investigated. No external damage or defects were observed. During testing, the touch screen would sometimes freeze and would not respond. After replacing it with a known good one, the touch screen was responsive. Multiple pogo pins on the system circuit board were stiff, potentially preventing the unit from charging the battery.

Event description:
The customer reported the device screen is freezing. No patient impact or consequences were reported.